Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issue with bent infusion set cannula and had a high blood glucose of 700 mg/dl. Customer reported that they were able to deliver insulin after infusion set change. The customer¿s blood glucose was 400 mg/dl at the time of call. No troubleshooting was performed. Customer stated that he will call back if further assistance is needed. The insulin pump is not expected to return for analysis.